Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that almost 1 month after the dental implant was installed in intraoral region # 30 it was verified its non- osseointegration. Seventy (70) ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type ii. Bone overheating happened during surgery.